Manufacturer narrative:
E1: patient city: (B)(6), patient country: brazil.

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient faced a high blood glucose event on (B)(6) 2025. The patient tried to treat it with intravenous insulin. The blood glucose level of the patient was 298 mg/dl and faced tachycardia, dry mouth, tiredness. Therefore, the patient was hospitalized on (B)(6) 2025 for three hours. During hospitalization, the patient was treated with intravenous insulin. No further information available.